Manufacturer narrative:
Failure analysis for fiber 0010-2400-417a-(B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification and crystal deposits at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/ procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 25,511 joules while using the surgical fiber during a prostate procedure, the fiber tip "burned out" / was no longer efficiently vaporizing tissue. Time expended: 5:30 minutes. The procedure was completed using a second fiber. There was no patient injury reported.